Manufacturer narrative:
A customer in (B)(6) reported the occurrence of a misidentification of an external qc bordatella parapertusis organism as bordatella bronchseptica in association with the vitek® ms identification system. An internal biomerieux investigation was performed. Results are as follows: misidentification with vitek® ms, as part of the ctcb external qc: - vitek® ms result => bordetella bronchoseptica (99,6% - lab ID : (B)(6) tested on (B)(6)). - expected result => bordetella parapertussis (attc strain, no other method was used to ID the sample). - culture conditions: cos media - grew in anaerobic conditions. - fine tuning : the last fine tuning of the system was done march 26th. Note: bordetella parapertussis is included in the current vitek® ms database. - the fine tuning and the customer spotting are not the root cause of this misidentification (fine tuning criteria met on ecal mzml files before the misidentification and spectrum was very good in terms of signal and high mass peaks detection). - a high peak has been detected at 2000da in the sample mass analysis and could have disturbed the identification process. This peak could be due to: -culture conditions: the atmosphere culture of the sample was in anaerobic conditions whereas bordetella species are known to grow in aerobic condition, especially for bordetella parapertussis and bordetella bronchoseptica which are involved in human respiratory tract infection. -the use of non-sterile pipette tips confirmed by the customer: if customer used non-sterile tips or if they were touched by hands, customer could contaminate the matrix and it could lead to bad results/bad performances. Workflow user manual 4501-2233 - c clearly indicates to use "sterile colorless pipette tips without filter". Based on the vitek® ms complaint analysis and ctcb report: - the present complaint is the first complaint recorded regarding a misidentification of bordetella parapertussis since vitek® ms launch. - 31% of laboratories provided bordetella bronchiseptica versus 40% that provided the correct identification. Based on arn 16s analysis, bordetella parapertussis and bronchiseptica are very close species. The optimal culture condition to bordetella parapertussis is aerobic atmosphere but the customer used anaerobic conditions. Both conditions were tested and growth on aerobic conditions only was obtained. The strain was tested with vitek® ms v2.0 in-house: 5 spots. A very good identification to bordetella parapertussis (99.9%) was obtained. The anaerobic growth probably induced the misidentification observed by the customer. The customer issue was not reproduced. Vitek® ms v2 performed as intended and no further action is required.

Manufacturer narrative:
Device not received from customer.

Event description:
A customer in (B)(6) reported the occurrence of a misidentification of an external qc bordatella parapertusis organism as bordatella bronchiseptica in association with the vitek ms identification system. The misidentification occurred on (B)(6) 2016. A vitek ms fine-tuning procedure was performed by the field service engineer (fse) the following day. Investigation of data logs by the local support personnel indicates the following: fine tuning criteria are in accordance with specifications. Ecal mass analysis shows a good spectrum in terms of signal detection and high-mass peaks detection. This evaluation suggests the instrument is functioning properly and the customer test slide setup technique is good; therefore there is an issue with the culture condition or specimen preparation. The customer incubated the culture in an anaerobic environment. Bordatella species are known to grow in aerobic conditions. This difference can affect the protein expression and therefore the organism identification. The customer stated they no longer have the specimen and cannot perform additional testing using the correct growth conditions. Vitek ms internal qc tests are successful. There is no indication or report from the hospital or treating physician to biomerieux that the occurrence led to any adverse event related to any patient's state of health. There was no patient associated with the external qc sample. Culture submittal is not available for internal investigation. However, an internal biomerieux investigation will be initiated.